Manufacturer narrative:
Following return and completion of laboratory analysis, this event will be further updated. (B)(4).

Event description:
It was reported that the patient with this device received inappropriate shock therapy due to oversensing, while tapping a nail into a piece of wood. A new automatic setup was then completed: device suggested alternate vector instead of previously programmed, secondary. The patient was then asked to do small exercises, at which time no oversensing was noted and x-ray imaging confirmed no system changes. No resulting adverse patient effects were reported due to the inappropriate shock. A subsequent data review by technical services confirmed t wave oversensing as root cause. The recommendation was to follow the patient closely for an continued changes. To date, this device remains implanted and in service. It was later communicated the physician elected to explant the subcutaneous system in favor of a transvenous system. The upgrade procedure took place without reported complications and the explanted device is expected to be returned for laboratory analysis.

Event description:
It was reported that the patient with this device received inappropriate shock therapy due to oversensing, while tapping a nail into a piece of wood. A new automatic setup was then completed: device suggested alternate vector instead of previously programmed, secondary. The patient was then asked to do small exercises, at which time no oversensing was noted and x-ray imaging confirmed no system changes. No resulting adverse patient effects were reported due to the inappropriate shock. A subsequent data review by technical services confirmed t wave oversensing as root cause. The recommendation was to follow the patient closely for an continued changes. To date, this device remains implanted and in service. It was later communicated the physician elected to explant the subcutaneous system in favor of a transvenous system. The upgrade procedure took place without reported complications and the explanted device was later returned for laboratory analysis.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.